Event description:
Reportedly, fired, then cut the tissue, but it was not stapled at all. Treated it with hand sewing. No bleeding. The pt is in good condition. Procedure: lar double staple.

Manufacturer narrative:
04/30/2007: initial report sent to FDA. During a routine review of our complaints this ftr was re-evaluated. Because the info available for the description of the event is insufficient to support a conclusion that an adverse event did not occur, the complaint will be reported to the FDA as an adverse event.